Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Technical services (ts) performed troubleshooting, and a successful upload was received. Alert posted provided this pacemaker system exhibited high out of range pacing impedances. Ts advised the patient to follow up with their healthcare provider. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem, field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Technical services (ts) performed troubleshooting, and a successful upload was received. Alert posted provided this pacemaker system exhibited high out of range right ventricular (rv) pacing impedance measurements. Ts advised the patient to follow up with their healthcare provider. Additional information from the field representative provided pacing impedances have returned to be within normal limits. Healthcare facility will continue to monitor. Additional information provided the health care professional requested review of out of range rv pacing impedance measurements. In addition, noise was exhibited in episodes reviewed. Ts suggested the patient be seen in clinic for an evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem, field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Technical services (ts) performed troubleshooting, and a successful upload was received. Alert posted provided this pacemaker system exhibited high out of range pacing impedances. Ts advised the patient to follow up with their healthcare provider. Additional information from the field representative provided pacing impedances have returned to be within normal limits. Healthcare facility will continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem, field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Technical services (ts) performed troubleshooting, and a successful upload was received. Alert posted provided this pacemaker system exhibited high out of range pacing impedances. Ts advised the patient to follow up with their healthcare provider. This pacemaker remains in service. No adverse patient effects were reported.